Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the device failed the o2 low flow test step during testing. The device's active exhalation controller needs replaced to address the issue. Additionally, unrelated to the test fail, during the evaluation of the device at the manufacturer's service center, the device was found to have missing/displaced rubber feet, the cord retainer was found to be missing/broken and the front enclosure was damaged. Enclosure feet, the cable clamp and the front enclosure need to be replaced to address the issues.